Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot number 10145 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for three applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow values were in range and the temperature curve had no oscillations or overshoots. The balloon catheter was inserted into the balloon sleeve when vacuum was applied, then pushed into the sheath. The flush and aspiration were also performed, and the balloon retracted to the sleeve without any issues. No anomalies were identified on the balloons bonding and the shaft. In conclusion, the reported issue of "air ingress" was not observed or reproduced with the returned balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 4fc12 product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the dilator would not lock into the sheath. Additionally, it appeared the dilator was slightly worn. The sheath was replaced, but the dilator was also difficult to lock into the sheath. The sheath was replaced again which resolved the issue. It was also reported that when attempting to aspirate after the balloon catheter was inserted into the sheath, air was continuously withdrawn. The balloon was inflated and re-adjusted in hot water twice without resolution. The physician surmised the balloon was too thick. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.